Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the customer states" there was a faulty dilator that didn't split properly during a PICC insertion. I was able to cut the loop with some scissors but there was a chance that I had to pull the PICC out and start again. There were no erroneous results, medical intervention, or safety issues reported." No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing a micro introducer is confirmed and was determined to be manufacturing related. One 5.0 fr micro introducer was returned for evaluation. An initial visual observation revealed the sheath was split in half and the plastic dilator portion was not returned for evaluation. Blood use residues were visible throughout the returned sample. The side with the 5.0 fr was observed to have a ring of the red tab that did not tear as intended. A microscopic observation revealed a red ring attached to one tab of the peeled sheath. Some plastic deformation was observed throughout the red, plastic pull tabs. Because the plastic portion of the micro introducer did not peel as intended, the complaint of difficulty removing a micro introducer is confirmed and was determined to be related to manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the customer states" there was a faulty dilator that didn't split properly during a PICC insertion. I was able to cut the loop with some scissors but there was a chance that I had to pull the PICC out and start again. There were no erroneous results, medical intervention, or safety issues reported." No other information was provided.